Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head's cable coating section was damaged and was suspected of water invasion (coating external damage section). The issue occurred during cleaning for an intended therapeutic holmium laser enucleation of the prostate (holep) procedure that was completed. No surgical delay and no patient harm reported by the customer.

Event description:
It was reported the camera head's cable coating section was damaged and was suspected of water invasion (coating external damage section). The issue occurred during cleaning for an intended therapeutic holmium laser enucleation of the prostate (holep) procedure that was completed. No surgical delay and no patient harm reported by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. E1- facility name - (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. IFU: [section where IFU applicable for phenomena 1 and 2] endoscope image disappearance and freezing (warning) the following items must be strictly observed endoscopic images may disappear unexpectedly during the examination or the freeze may not be released. Do not clean, disinfect, sterilize, or store this product with tweezers, forceps, or scalpels. Doing so may cause a hole in the camera cable, which could result in a water leak that could destroy the product's internal electrical circuitry. Be very careful not to scratch the camera cable with sharp objects. Do not strike or drop this product. Water leakage may damage the product's internal electrical circuits. When straightening the camera cable, a portion of the camera cable may become looped approximately 10 cm or less. When a loop of approx. 10 cm or less occurs, do not pull the camera cable forcibly, but release the loop while rotating the camera head and gradually straighten the cable. Forcibly pulling on the loop may apply strong force to the camera cable, which may cause the camera cable to break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Do not operate the camera head or endoscope while holding only the camera cable during use. There is a risk that the camera cable may break. Do not secure the camera cable using a pean or similar device. Doing so may cause the camera cable to break. Olympus will continue to monitor field performance for this device.